Manufacturer narrative:
We received one 120805f catheter without the packaging for examination. The balloon was found to be ruptured around the circumference. There is no damage to the balloon windings or catheter body. Examination was unable to determine if the edges of the ruptured latex match, and if latex is missing. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. Per the IFU the recommended inflation media is 1.5ml liquid and 3.0ml air. IFU warning - balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The maximum pull force for this catheter is 2.0 lbs. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon burst during a thrombectomy procedure. No patient complications were reported.